Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0401903v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0401903v, implanted: (B)(6) 2004, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n397383, implanted: (B)(6) 2013, product type: adapter. Product ID; 748925, serial# (B)(4) implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Manufacturer narrative:
(B)(4).

Event description:
The patient has to set the voltage up a lot higher on program a than he does on program b. This has been going on since the day the patient got it. All the functions in the top row of the patient programmer (pp) were reviewed. The patient put the settings back to clinician settings, 2.70 volts and keeps it at 2.0 volts. The patient would have to put it back to the way he had it set because it was more comfortable. The patient has to turn stimulation off ¿to take a pee¿, this has been going on since implant. The nerve going to the patient¿s testicle was pinched. It was noted that the patient needs an MRI unrelated to the device. Follow up information received reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved. It was also reported that they had no concerns with their device therapy. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow-up report will be sent.